Manufacturer narrative:
Date sent: 12/14/2016. Batch # n55u0g. The analysis found that one pce45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: what were the indications for surgery? Left lower lobectomy open procedure. Were any malformed staples noted in the vascular firing? Yes. Was the device difficult to close or open? Did not appear to have any difficulties opening or closing device. Was buttressing material used? No. During the 5th firing, was the tissue pushed distally? No it was not. Did the patient have any known coagulation disorder? Not known. What is the current patient status? Spoke to surgeon last week, pt is doing well post operatively.

Event description:
It was reported that during a right lower lobectomy / open procedure, first vascular firing over right inferior pulmonary artery appeared to be secure/ hemostatic. One time lung parenchymal firing followed - gold reload and pce45a. After placing right angle between the bronchus and pulmonary vessel, bleeding occurred. Unknown reason at this point in the procedure. Bleeding was controlled with pressure. Sequence of events following were not recorded accurately, which did include further vascular firings which were effective with the same stapler. Once vision of source of bleeding was ascertained, it was determined that the bleeding was from the stapled pulmonary artery. Pulmonary artery was sutured effectively to control bleeding. The second incident involved pce45a - this device had been fired successfully with green reload across the bronchus and three gold reloads across lung parenchyma. Fifth firing with white vascular reload across the azygos vein. Stapler fully deployed staples however failed to cut the vein. Action taken: converted / extended thorascopic incision. Thirty minutes delay in case, patient outcome is not known at this stage.